Event description:
It was reported that during engineering evaluation, it was discovered that the motor device had low rpm¿s (rotations per minute). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing the red line on the muffler, had pin holes in the hose, failed muffler sock and spring assessment, had locktite failure between the housing and the top end/locking components and had low rpm¿s (rotations per minute). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.